Event description:
In this event it is reported that a x-smart w/contra angle eur has resistance during rotation. No injury.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.the device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The investigation results for this complaint are: dentsply sirona india. X-smart w/contra angle eur: as per customer-resistance during rotation. As per service engineer: h1004c5210500 - head cap -problem, h1004c5210150-cartridge- problem. Under warranty invoice no. (B)(4) dated 11-10-2024. There was no injury to the patient. Problem investigation- cartridge having problem, head cap is weak- replaced cartridge, head cap. 04.02.26: chu - request for vigilance to india. 10.02.26: not reportable in india. Dentsply sirona maillefer. No credit note, out of warranty, see f714.112_v08:"as of january 1st, we will stop providing credit notes or warranty exchanges for the x smart.